Event description:
It was reported that the patient advocate requested deactivation of this pacemaker for the patient in hospice care. Technical services (ts) confirmed that the field representative could not deactivate or reprogram the device, as it had reverted to safety mode. No adverse patient effects were reported. This pacemaker remains in service.